Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are: (B)(6). Patient weight not provided by reporter. Unknown when non-union, pain, discomfort or irritation occurred. Additioanal product codes: mni mnh. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with synthes uss (universal spine system)at l5-s1 approximately 1 year prior. Patient did not heal and a non-union exists at that level. Patient was returned to or on (B)(6) 2016 where surgeon first removed a mtf t-plif spacer from the l5-s1 disc space and performed an alif with a mtf fra allograft. Patient was then repositioned to prone for the posterior revision. Surgeon removed all of the uss hardward at l5-s1 and placed new uss screws and upsized the screw diameters by one mm for each screw. New rods were then placed and the procedure was completed successfully with no delay or harm to patient. There is no allegation against the explanted hardware. This report is 8 of 13 for (B)(4).